Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a balloon dilatation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon had a pinhole. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found the balloon had a pinhole, which confirms the reported event. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal section on the body of the balloon. It is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon, causing the problem of pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a balloon dilatation procedure performed on (B)(4) 2022. During the procedure, it was noted that the balloon had a pinhole. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.